Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device received at headquarters. No additional information is available at this time.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. The device is working within specification. Damages found during investigation are very likely related to the removal surgery. Based on measurements performed during explant investigation, the explantation was most likely not due to a technical problem. Despite several requests, no information regarding the circumstances which led to the device explantation has been received.

Event description:
Explanted device was received at headquarters. Despite several requests for additional details about the events leading to the explantation, no additional information has been received.